Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. According to clinical review the origin of the event cannot be determined conclusively which had caused the reported event. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that an optical coherence topography (oct) was taken and it was noted that the arcuate cuts penetrated the endothelium which was much deeper than planned in a patient's left eye during an intrastromal laser procedure. Additional information received states that additional review is being done to confirm if the cut that is seen in the oct could be from the original penetrating keratoplasty and that the cuts made by laser might have been done as planned. Based on the treatment report, it looks like the endothelium is intact as there are no bubbles in the anterior chamber. The patient is not symptomatic and the astigmatism was also slightly reduced.